Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During lead implant, the stylet got stuck inside the lead when attempting to withdraw it. Several attempts to remove the stylet were performed but were unsuccessful, so a new lead had to be used. The patient was stable with no adverse consequences.